Event description:
The pt experienced pain and swelling approx three months post chronic rotator cuff repair with orthadapt augmentation. The pt's symptoms were treated with steroids and pain management. The bioimplant was explanted approx five months post-repair. At the time of explant, the physician indicated that the bioimplant was partially loose.

Manufacturer narrative:
The physician indicated the orthadapt bioimplant may have been fixated with absorbable sutures; however, this could not be verified. The orthadapt instructions for use specify the use of non-absorbable sutures to fixate the bioimplant. Results of eval of returned explant were inconclusive. A review of the device history record (DHR) indicated the device identified in this report met all mfg requirements. The MFR of the device at the time was pegasus biologics, inc.